Event description:
Surgeon performed a surgery on (B)(6) 2022 in which he implanted a spinal jaxx implant, everything went fine. The patient did great for a few weeks after the surgery, and then developed severe leg pain. Surgeon obtained imaging studies that showed the implant had backed out into the canal. On (B)(6) 2022, surgeon performed a follow up surgery which went well, after which the patient felt complete relief. Nothing was wrong with the implant and surgeon attributed the backing out to surgeon error during the first surgery. The implant was removed during the second surgery and a new spinal jaxx implant was inserted deeper into the interbody space. Everything has seemed fine since then.